Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a revision surgery performed on (B)(6) 2014. One of the cortico cancellous anterio cervical fusion (ccacf) spacers (mtf product) which was implanted in (B)(6) 2014 had disintegrated. The collapse caused the disc space to be reduced and the resultant force pushed the vectra plate off the cervical spine thus resulting in its failure also. Failed graft removed, replaced with chronos filled peek cervios cage and a vectra plate with 4 revision screws. Pre-op x-ray taken on (B)(6) is available. Initial surgery was a c2/3 cervical fusion, performed on (B)(6) 2014 where ccacf spacer +vectra plate with 4 screws were implanted. This report is for an unknown vectra plate. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
This report is for 1 unknown vectra plate. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The provided x-rays were reviewed: comparing the x-ray of (B)(6), 2014 to that of (B)(6) 2014, there appears to be collapse of graft/disc space at c2-c3. There is one sagittal CT image from (B)(6), 2014, and there is suggestion of change in position of the cranial screw/possibly plate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device part number was obtained on feb 9, 2015. Lot number is still unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.